Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigation's include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and the following was observed: calcification was present on the annulus. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. In this case, the complaint for difficulty or inability to cross native annulus and/or bioprosthesis was confirmed empirically as reported event resembled an issue previously investigated and documented in an engineering summary written by edwards lifesciences. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio revealed the presence of calcification at the annulus. In this case, patient factors (i.e. Calcification) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our united kingdom affiliates, during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral artery, there was difficulty crossing the native annulus which was attributed to extreme leaflet calcification. A buddy wire and balloon aortic valvuloplasty (bav) inflation were performed to facilitate crossing. The valve was deployed and required a second expansion with the same volume. A post'deployment aortogram showed no effusion or other issues. During groin access closure, the patient's blood pressure dropped, and echocardiography identified a pericardial effusion. A total of 800 ml of blood was drained, after which the effusion stopped. The patient remained in stable condition and the plan was to undergo transesophageal echocardiography for further assessment. Post-procedural CT showed aortic intramural hematoma.